Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. Reprocessing staff member utilized a third-party suction source, which was the reason steps eighty-six (86) to eighty-eight (88), and ninety-five (95) to ninety-eight (98) were marked non applicable. The alternatives were not considered deviations. The audit took place on august 19, 2021. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling was completed on august 9, 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There were no findings. The legal manufacturer performed an investigation. Roseomonas mucosa is a non-gastrointestinal human origin organism. No sampling procedure deviations were observed. No reprocessing procedure deviations were observed. No significant damage to the scope was observed during destructive inspection. No organisms were recovered from the scope during destructive sampling. Roseomonas mucosa was not isolated from environmental samples. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. This facility video records the reprocessing staff and monitors performance, so site staff was hesitant to reprocess the new model evis exera iii duodenovideoscope. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially contamination during sampling (sampling media, sampler, laboratory), potentially insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and h6 for type of investigation from the legal manufacturer's investigation. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end did not test positive; however, the channel had tested positive for one (1) cfu. No patient harm reported.